Manufacturer narrative:
The device has been received for evaluation and an investigation has begun.

Event description:
Information provided states that patient had m6-c implanted at c6/7 in (B)(6) 2021. Patient began experiencing difficulty swallowing due to prevertebral abcess and phlegmonous mass extending from c2 to t7. The abcess measured 6 x 2.4 cm at the c7 level affecting the pharynx. The m6-c device was removed. Patient is being treated post-operatively with soft cervical collar, antibiotics, muscle relaxants and post op physical therapy.